Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the plug strap disk shell side assessed as an unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. White particles inner the surface of the shell. The delamination total of the plug strap disk shell assessed as a cohesive failure.